Event description:
On (B)(6) 2013, this pt underwent endovascular repair for an abdominal aortic aneurysm measuring 5cm and was implanted with gore excluder aaa endoprostheses featuring the gore c3 delivery system. It was reported that a calcified and tortuous stenosis at the root of the left external iliac artery prevented advancement of a gore dryseal sheath into the artery. Bilateral iliac dilation with a cordis smart control balloon catheter was performed. The devices were then successfully implanted via the left side and the dryseal sheath was removed. Control angiography at the end of the procedure showed a dissection of the left external iliac; which was repaired with two bard stents. The pt tolerated the procedure and is reported to be doing fine. The cause of the dissection is unk.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore dryseal sheath, instructions for use (IFU) warns: "adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damaged, or serious injury to the pt, including death, may result.